Manufacturer narrative:
(B)(4)

Event description:
Pt had an av ablation on (B)(6). Unable to interrogate device in-office. Tried multiple programmers and all troubleshooting methods. Patient will be brought back in within 2 days to try interrogating again. Device remains implanted.

Manufacturer narrative:
Patient deceased, date of death unknown. Upon receipt, the ICD was properly interrogated, revealing the battery status eri and 107 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed that the anti-tachycardia therapy functions were not deactivated after the explantation. As a result, noise was detected after explantation, leading to a large amount of charging cycles. The iegms corresponding to the time during which the device was implanted and in service were overwritten by this large amount of episodes. However, there was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, a sensing test was performed, and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, the analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Manufacturer narrative:
Patient deceased, date of death unknown. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.